Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: the black box showed unexplained power on reset events recorded after the complaint date, on (B)(6) 2016. On investigation, the pump powered with using the returned battery cap, which was able to fully tighten and measured within the required specifications. A 24-hour basal program was run with the returned battery cap in place with no loss of power, errors, alarms or warnings duplicated. A "intermittent power" event was not duplicated during investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.